Event description:
7.3mm cannulated screws implanted in 2001 along with a 135 degree dhs plate, broke 2 1/2 months post-operative. All implants were left in the patient until patient healed. The implants have now been removed but removal date is unknown.